Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events before issue and no backup insulin therapy available, and customer was very concerned about when replacement would arrive due to limited mobility. There was no adverse impact to the customer¿s blood glucose level. Customer technical support arranged for next-flight-out replacement pump shipment, informed customer that delivery time could not be guaranteed but provided estimated arrival information when available, instructed customer to let malfunctioning pump battery fully deplete and return pump within 10 days using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.